Event description:
In 2008, the lay user/reporter contacted lifescan (lfs) alleging the one touch basic enhanced meter would power off during use, and/or not power on at all. On the following month, the sr. Medical affairs specialist spoke with the pt to obtain and verify info. On seventeen days prior to original date. The pt noted the reported meter would power off during use. During the time period, the pt was unable to obtain a blood glucose reading, she continued to take her prescribed doses of diabetes medication. On two weeks later, in the morning, the pt experienced the symptoms of feeling faint, lethargic and sleepy. The pt attempted to test her blood glucose level, but the reported meter would not power on. The pt's husband took her to the ER, where at 2:00 pm her blood glucose level was tested to be 200 mg/dl. The pt was treated with an insulin injection, type unk. The pt was also given oral glucose tablets later during her ER stay. The pt takes the oral diabetes medication glucophage (metformin) 850 mg once per day. The pt has been directed by her physician to take half a pill occasionally if her blood glucose levels are low. The pt's expected meter readings range from 90 mg/dl to 125 mg/dl. The customer care advocate determined during the troubleshooting telephone call that the pt had replaced the batteries correctly, the battery contacts were in good condition, and the meter had suffered no misuse. The meter, test strips and control solution were replaced. The pt allegedly became hyperglycemic, was unable to test her blood glucose level due to the meter's power issue, and she received emergency medical attention and insulin treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.